Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 c-ring snap down the middle. All components were still attached but could not keep using the same system. The procedure was not altered - the vein was still removed endoscopically but another harvester kit was required to be opened as the vein was unable to be harvested without the use of c-ring. The delay was less than just a few minutes as the device had to be carefully removed to ensure a piece was not left in the leg and also time to obtain and opened another device. No injury to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4).

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/22/2022. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the cannula handle, metal shaft, and c-ring. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot #3000244417 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.